Manufacturer narrative:
Based on new information received on august 16, 2018, the following section has been updated accordingly: the patient was still experiencing halos in both eyes (ou). The asa (advanced surface ablation) procedure did not help with the halos. During his last follow-up, the doctor wouldn''t do or recommend an explant. The doctor told the patient to wait and see if the halos will disappear. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. Explant date: if explanted, give date: not applicable, as the lens remains implanted. Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site as the lens reaming implanted. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxr00 20.0 diopter intraocular lens (iol) was implanted into the left eye of a patient on (B)(6) 2016. Post-operatively, the patient experienced issues with reading at a normal distance unless the reading material was laid onto the ground when reading. The patient also reported experiencing halos and night blindness, however distance and mid-range vision is okay. In later follow up, it was learned the right eye was implanted first and there were no issues. The left eye was then implanted and the patient started having issues with reading. There have been no secondary surgical procedures at this point. No additional information was provided. Note: this complaint folder will address the patient's left eye. The patient's right eye will be addressed in a separate MDR.

Manufacturer narrative:
Additional information received reported that the patient had an advanced surface ablation (asa) procedure performed on (B)(6) 2017, and he is happy with his near vision and can read fine now. His vision was tested on (B)(6) 2017, and was 20/20 in his right eye and 20/16 in his left eye. The procedure was performed by a dr. (B)(6). There were no injures to report, but the patient still has issues with halos and glare in both eyes. The surgeon reportedly told the patient to give his eyes more time to adapt. The patient's next follow-up appointment is (B)(6) 2018. No additional information was provided. All pertinent information available to abbott medical optics has been submitted.